Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed; no abnormalities were found, and the batch was released according to release criteria. No sample was returned; therefore, the condition of the product could not be verified. There have been no other complaints reported in the lot number. Since no sample was returned, the root cause cannot be determined. Zip code is not indicated at this time. (B)(4).

Event description:
A physician reported that three days after an uneventful glaucoma shunt procedure for pseudoexfoliative glaucoma in the left eye (os), the shunt slightly retracted with the distal extreme in the corneal stroma. Maintaining of optimal intraocular pressure (iop) was observed at that time. Two weeks after the procedure, suture lysis was performed due to iop increase. After one month, re-intervention was decided because the shunt was retracted (intrastromal, without reaching anterior camara); flat ampoule (bleb) and high pressure were also observed. On (B)(6) 2017 a check of glaucoma surgery was done. Episcleral fibrous tissue was removed. It was noted that the shunt was permeable, but retraction was observed. The surgeon tried to reposition the original shunt in a new tunnel created adjacent to the previous one, however the maneuver was complicated because it did not have the inserter. After several attempts, the surgeon decided to open a new shunt to insert it in the correct position. There were no postoperative incidences, and it was noted that visual acuity remained stable. The issue reported was resolved with treatment; current iop is in an acceptable range for this patient. In the surgeon's opinion, the device did not cause/contribute to the event as the shunt was found to be permeable during the intervention procedure; the second device was only used due to the inability to relocate the original shunt. Additional information has been requested.